Event description:
The patient and her mother called reporting that the pump shows times that the pump was suspended but the patient did not suspend the pump. The pump history shows that on (B)(6) the pump was suspended and resumed at 6:04 pm and on (B)(6) the pump was suspended and resumed at 8:30 pm. She is positive that her and the patient did not suspend and resume the pump. There were no alarms in the pump history at that time. There was nothing in the prime history at that time. The patient states she uses the suspend function often and knows how it works. She denied programming the pump to suspend on those days. The reporter denied issues with the keypad. There was no reported patient impact associated with this complaint. This complaint is being reported due to the pump history issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the pump history verified that the pump was suspended. There was no unusual activity found in the black box. The pump was exercised for 24 hours without suspending and no alarms occurring. During investigation, the pump was suspended to test the function and the pump emitted the appropriate audio-visual alert. There were no hypersensitive keypad buttons found during investigation. No defect was found on investigation. The complaint could not be confirmed or duplicated.